Manufacturer narrative:
(B)(4). Date sent: 5/11/2020. Investigation summary the analysis results found that the harh23 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged. It was noted to be broken and still adhered to the tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage. It appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Two photos were received: in the first photo, a device can be seen inside the package and the tyvek and blister are broken. The second photo shows a device inside the package, batch number r94j4u, with the blister broken. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested and the following was received: did the patient experience any adverse consequences due to this issue? No, because issue observed before use.

Event description:
It was reported that before an unknown procedure, it was noted that the packaging was broken, creating an issue with the sterility of the device. It was not used on the patient. It's unknown how the case was completed. There were no patient consequences. No additional information is available at this time.